Manufacturer narrative:
Additional devices listed in this report: cat #502-11-54e, lot #not provided, description: trident hemispherical cluster hole shell. Cat #2030-6530-1, lot #not provided, description: 6.5 cancellous bone screw 30mm. Cat #2030-6525-1, lot #not provided, description: 6.5 cancellous bone screw 25mm. Cat #6020-0335, lot #not provided, description: accolade tmzf hip stem #3. Cat #6260-9-132, lot #not provided, description: 32mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has pain & inflammation in right hip area, pain on inside of right leg. Patient is complaining of pain and inflammation at the incision site on her right hip approximately 1 year post procedure. Patient had a right total hip replacement on (B)(6) 2011 at (B)(6) hospital. Patient is currently taking anti-inflammatory medication. Patient wants to know if there is any issue with her accolade tmzf implant. Patient has catalog numbers of implants but was unable to locate lot codes. Additional products were cat: 21073325 and 62609132. Patient also saw the dr. At (B)(6) health center.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records was performed by a clinical consultant. The clinician concluded that "after four-and-a-half years in situ there is no clinical or radiographic evidence of prosthesis related symptoms involving this patient¿s right hip arthroplasty. Mild trochanteric bursitis and heterotopic ossification may be contributing to the mild symptoms described." Device history review: not performed as the lot ID was not provided. No lot information was provided, therefore it could not be determined if the lot was under the scope of any recall. Complaint history review: a complaint history review could not be performed as the lot ID was not provided. Conclusions: a review of the provided medical records was performed by a clinical consultant. The clinician concluded that "after four-and-a-half years in situ there is no clinical or radiographic evidence of prosthesis related symptoms involving this patient¿s right hip arthroplasty. Mild trochanteric bursitis and heterotopic ossification may be contributing to the mild symptoms described." No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient has pain & inflammation in right hip area, pain on inside of right leg. Patient is complaining of pain and inflammation at the incision site on her right hip approximately 1 year post procedure. Patient had a right total hip replacement on (B)(6) 2011 at (B)(6) clinic - (B)(6) hospital. Patient is currently taking anti-inflammatory medication. Patient wants to know if there is any issue with her accolade tmzf implant. Patient has catalog numbers of implants but was unable to locate lot codes. Additional products were cat: 21073325 and 62609132. Patient also saw the dr. At the (B)(6) health center.